Event description:
Customer's mother called to report a hospitalization for high blood glucose. The current blood glucose reading is 418 mg/dl. Customer has treated with a bolus. The blood glucose reading at the time of the event was above 500 mg/dl. Customer experienced ketons and vomiting. Customer was treated with IV. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin exited the tubing. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.